Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support the pump was determined to be functioning as expected, however, pump time and date were incorrect. Customer declined assistance in correcting time and date. Customer's blood glucose was 131 mg/dl.